Event description:
Consumer claims to have ear pierced with the inverness ear piercing system at a retail vendor in 02. Sought medical attention for redness and swelling at the piercing site 4 days later and oral antibiotics were prescribed. Returned for medical attention 6 days later and a new oral antibiotic was prescribed and an incision and drainage was performed. The following day another incision and drainage was performed and home care i.v. Antibiotics were prescribed. One week later they were prescribed another oral antibiotic.